Manufacturer narrative:
Visual inspection of the device confirmed that the screw was incorrectly laser marked as 5.0 x 24 mm when it was actually measured 4.0 x 26 mm. The part was physically conforming to the drawing specification; however, the catalog number, diameter, and length were incorrectly laser marked. A non-conformance was initiated to investigate the root cause associated with this event. Stryker initiated a field safety corrective action on 14 december 2020 and notification was sent to the impacted customers. Affected items will be retrieved at the customer's sites and will be destroyed upon return to stryker distribution sites.

Event description:
A stryker sales representative identified an incorrectly marked yukon polyaxial screw during restock of a consignment set tray, outside the operating theater. The subject screw was incorrectly laser marked with size ø5.0 (diameter) & 24 (mm length) with catalog number 7601-05024. However, the screw should have been marked ø4.0 (diameter) & 26 (mm length) with associated catalog number 7601-04026. There was no associated procedure and therefore no adverse consequence to a patient.

Event description:
A stryker sales representative identified an incorrectly marked yukon polyaxial screw during restock of a consignment set tray, outside the operating theater. The subject screw was incorrectly laser marked with size ø5.0 (diameter) & 24 (mm length) with catalog number 7601-05024. However, the screw should have been marked ø4.0 (diameter) & 26 (mm length) with associated catalog number 7601-04026. There was no associated procedure and therefore no adverse consequence to a patient.